Manufacturer narrative:
H6: health effect - impact code (f): additional medications: 4644 - diamox. H11: non-reactive pupil is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced irregular pupil possibly due to intracameral moxifloxacin use. Pupil is horizontally oval, suggesting a sectoral sphincter impact. This was not intraocular pressure (iop) related as one hour showed iop of 46 ou, and diamox and releasing from paracentesis brought it to 17/16 and it remained low at next day's visit. The lens remains implanted. Additional information has been requested but none has been forthcoming. There are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.